Manufacturer narrative:
This report is being supplemented to provide additional information based on response to follow up. Communication with the customer via service business center representative informed/ conveyed the following : last reprocessing could not complete due to leakage issue in the device. There is a possibility foreign material found due to incomplete reprocessing. User unable to perform reprocessing per IFU due to leakage found on the device, was unable to complete the reprocessing before pick up of device for service inspection. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 17 years since the subject device was manufactured. Based on the results of the investigation, it is likely the nozzle clogged with foreign material at the light guide lens/distal end being dirty occurred due to insufficient or incorrect reprocessing. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿- inspection of the endoscopic image - inspection of the objective lens cleaning function - inspection of the endoscope¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found leakage on a-rubber (insertion tube/bending section) and switch 3. Leakage occurred due to cut . Due to a cut on a-rubber, insulation resistance value at distal end does not meet the standard value. The reported issue of "leakage at angulation rubber and air water not working properly" was confirmed. Furthermore, device evaluation found clogged nozzle, foreign objects in the light guide lens and dirty distal end attributed to be due to handling , insufficient cleaning. Due to nozzle clogging, amount of water contact does not meet the standard value. Due to clogging of nozzle, water removal ability does not meet the standard value due to clogging of nozzle, air and water supply volume does not meet the standard value. Additionally, the following defects/findings were identified during device inspection: objective lens has discoloration, light guide lens has a chip, distal end inspection in addition found c-cover has discoloration c-cover has a dent, connecting tube has coating peeling, control unit has discoloration, scope cover (s-cover) has a scratch, universal cord has coating peeling, scope connector check found s-connector has a scratch and with discoloration, image guide (ig) protector has a scratch, due to wear of angle wire, bending angle in up direction does not meet the standard value. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported leakage at the device angulation rubber and the air air/water was not working. The issue found during reprocessing. No harm was reported. No patient harm, no user injury reported . Device evaluation found a clogged nozzle. The light guide lens has foreign objects. The distal end found dirty. This report is being submitted due to the finding of clogged nozzle, foreign objects in the light guide lens and dirty distal end (handling; insufficient cleaning issue) identified during device return evaluation .